Manufacturer narrative:
(B)(4). The investigation revealed that the problem was solved by replacing several hardware components (vcisc board, cable set).

Event description:
The customer reported that on 3 occasions in the last half hour the system (visual subsystem) has rebooted itself during a procedure on its own.